Manufacturer narrative:
(B)(4). Implant date: unknown month and day in 2009 or 2011. The device will not be returned for analysis, as the device has been discarded. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00585, 0001822565-2022-00586.

Event description:
It was reported that the patient underwent a revision procedure approximately 11 to 13 years post implantation due to trunnionosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Implant date: unknown month and day in 2009 or 2011. The device will not be returned for analysis, as the device has been discarded. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00585, 0001822565-2022-00586.

Event description:
It was reported that the patient underwent a revision procedure approximately 11 to 13 years post implantation due to trunnionosis. Attempts have been made and additional information on the reported event is unavailable at this time.